Event description:
Caller reported a cartridge alarm 20, which did not cause any adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, sending the customer a new one with updated software. The customer was instructed to put the problematic pump into storage mode, return it with a pre-paid label, and program their pump settings into the replacement. They were also advised on how to connect their cgm to the new pump, and they understood all instructions provided. Customer reverted to an alternative method of insulin therapy.